Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 25.5 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment, the pacing impedance measurements on this right atrial (ra) lead increased to greater than 2,000 ohms. In a review of the historical data, the impedance had increased approximately one month prior. A revision procedure was performed. During the procedure, it was reported that the lead broke and retracted into the vessel as soon as the pocket was accessed. The terminal pin portion was recovered and planned to be returned for analysis. No additional adverse patient effects were reported.